Event description:
Operating room reports case was a robotic wedge resection. A sureform 45 curved-tip stapler was opened and fired four times without any issues. On the 5th attempt, the stapler was inserted into arm three of the xi robot and a message came up reading, "stapler failed to initialize". Stapler was removed, drapes adjusted on the robot and a new load was placed. The same message appeared. An ethicon echelon stapler was opened to complete the case.